Event description:
In 2003 the patient had a sparc sling implanted. Later that day the patient had the sling removed and replaced by another sparc sling. Additional information received indicates that about 2 hours after the initial procedure the patient started leaking urine. Examination revealed that the needle and the sling had perforated the bladder. The doctor said that the patient had a very floppy bladder which would not distend. That made it difficult to see the corner of the mesh in the bladder. The doctor said the patient's outcome is good with the incontinence markedly improved.